Event description:
Healthcare reported as: "port replacement, fractured tubing. X-ray band unclipped." Follow up findings: clarification of the findings: the band tubing was broken, but "the band itself remained correctly sited with, as expected, no restriction."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a sharp breakage at the two pieces of port tubing at the stainless steel connector, etiology unk. Lab analysis noted observation of needle induced seal damage to access port. Analysis of the device noted the adhesive seal was broken between the access port housing and the taper connector. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labelling addresses the following precaution to prevent damage to the port: "when adjusting band volume, once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum." "Caution: once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."